Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
During a percutaneous gastronomy procedure, the wire broke when pushing the white plug. The anchor went down inside the peritoneum causing a pneumoperitoneum. It occurred with 2 anchors of the same set (2 wires broke). The last anchor went well, but the stomach was deflated and it was impossible to do the gastrostomy. The patient was monitored in the hospital for at least 24 hours. The patient was scheduled to come back the following week to re-attempt the procedure.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, drawing, device record history, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The customer returned two used bolsters and separated suture material from a suture anchor set. The visual investigation of the device reported the suture was pulled from one of the returned bolsters the manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints from this lot at the time of this investigation. There is no evidence to suggest that the device was not manufactured to specification. Based on the information provided and the results of our investigation, a definitive root cause could not be determined for the suture breaking. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." "Slide the external gastropexy bolster down the suture to achieve desired tension." "Note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." "Note: use of a single point gastropexy anchor is not recommended." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a percutaneous gastronomy procedure, the wire broke when pushing the white plug. The anchor went down inside the peritoneum causing a pneumoperitoneum. It occurred with 2 anchors of the same set (2 wires broke). The last anchor went well, but the stomach was deflated and it was impossible to do the gastrostomy. The patient was monitored in the hospital for at least 24 hours. The patient was scheduled to come back the following week to re-attempt the procedure.